Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that, during a labrum swivel lock surgery, the suture of the ar-6068-45r quickpass lasso couldn`t be pushed through the wheel. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection noted the suture wire was damaged. No issues with the shaft or handle were observed. Functional testing was performed, the lasso wire was tangled between the wheels and could not be removed. The most likely cause of the reported failure is user error due to excessive force used on the wheels during suture wire passing.